Event description:
It was reported that a visual-ice system failed to reach and maintain the desired freezing temperature for all three needles used during a soft tissue cryoablation procedure. The issue could not be resolved; however, the ice created was sufficient in covering the entire ablation zone. The physician was satisfied with the outcome and the treatment was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
The device was not returned for analysis. A field service engineer went to the health care facility to perform preventive maintenance, ahead of the schedule, in response to this event. Product maintenance testing found low gas pressure within one of the channels indicating saturation of the desiccant tube. Therefore, all of the desiccant tubes were replaced and the system was then in proper working order. Saturation can occur over time as the result of moisture within the gas system due to the following: water vapor within the gas cylinder, moisture within the supply lines or tubing on the console, or moisture within tubing at the customer site (should they have infrastructure to connect the gas cylinders to the console from a remote location). Local humidity, storage conditions, and frequency of device use can also be a factor in the life cycle of the desiccant. H3 other text : device evaluated by third party distributor

Event description:
It was reported that a visual-ice system failed to reach and maintain the desired freezing temperature for all three needles used during a soft tissue cryoablation procedure. The issue could not be resolved; however, the ice created was sufficient in covering the entire ablation zone. The physician was satisfied with the outcome and the treatment was completed successfully with no clinical consequences to the patient.